Manufacturer narrative:
The system was evaluated at the site. It was found that the reported event was caused by a software upgrade on the siemens iso-c. After the upgrade, the most current exam was at the bottom of the list instead of the top. Selecting the appropriate exam resolved the issue. The stealthstation system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic representative reported that the scans were not transferring from the iso-c to the stealthstation properly. The initial image from the iso-c was off by 1 centimeter. Another iso-c was brought in and the surgeon completed the case using the stealthstation. There was no impact on pt outcome.